Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot specific product quality issue. All available information was investigated and a cause for the reported sleeve steering issue could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. D10, h3: the device was not returning, as it was discarded.

Manufacturer narrative:
Exemption number: e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other additional mitraclip devices referenced are being filed under a separate medwatch report number.

Event description:
This is being filed to report the device moving in an unintended direction. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted without issue. A second clip delivery system (cds) was advanced however will applying m knob, the clip appeared to be trapped in some structure that appeared to be at the entrance to the upper left pulmonary vein. The cds was removed without issue however it was noted that while applying m, the clip was pointing posterior and up instead of traveling towards the mitral valve. The cds was retracted back to the steerable guide catheter (sgc) when the release pin fell out of the delivery catheter (dc) handle. The cds was removed successfully. The third cds was advanced however the same issue occurred, when applying m knob, the clip moved posterior and up. The cds was removed however became trapped in the clip introducer, causing damage. The sgc was replaced as a precaution. A new sgc was inserted and the fourth cds was advanced and again, when applying m, the clip moved posterior and up. Troubleshooting was performed and the cds was able to advance to the valve. The clip was implanted, reducing mr to 1+. It was noted that there was some difficulty visualizing the clips during the procedure due to the patient anatomy and dilated atrium. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.